Event description:
Pt stated he was in hospital for a different reason, didn't state when. Was there for awhile and mdo had him on another rx but switched back to this one. This drug he stated lasts longer. Prescriber contact info: (B)(6). Inject 1 syringe intra-articularly into right knee once.